Event description:
Caller reported the following aviva system blood glucose results from (B)(6) 2013: 2:34pm 209 mg/dl 2:44pm 355 mg/dl 2:50pm 154 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.